Event description:
It was reported that in the middle of the implanting procedure with a new patient, the lead had been placed on the nerve and tied down and was connected to the generator, but was not yet tunneled through the patient. The surgeon said that he could not clearly visualize the lead pin past the connector block. The device was successfully interrogated and diagnostics were performed which came back showing everything ok with impedance value = 4915 ohms. The surgeon tried to re-insert the lead, but was having a problem removing the lead from the generator. The surgeon had tried unscrewing the setscrew, but the lead will not come out. Per reporter, the screw is turning, but the lead pin will not come out of the generator. It was confirmed that the pin was properly inserted in the first place, and tightened with no problem. The surgeon then pulled on the lead to try to get it out, but the lead broke while attempting to remove the lead from the generator. Back-up products were then implanted successfully. The products were returned to the manufacturer, but analysis is pending.

Event description:
Analysis was completed on the returned products. Upon analysis, the lead was confirmed to be torn at the end of the ring/backfill interface due to the surgeon pulling on it and it was verified that the pin had not been fully inserted into the generator. However, no further anomalies were found with the lead or generator and no cause for the event could be determined as the devices were within specifications. No device failure occurred.